Event description:
(B)(6) -the dealer reported that the 65650 rollator brakes were not holding, and the tires were replaced in an attempt to fix the issue without success. There was no injury reported.